Event description:
*Literature case* "mid-term clinical results of the cementless r3 cup and polarstem total hip arthroplasty". Author: ali assaf et al., european journal of orthopaedic surgery & traumatology (2019). It was documented on the paper that it was noticed that in a case, the acetabular liner was noted to be malaligned on the initial post-operative radiograph, and the patient underwent a revision of the liner on day 4 post-surgery. Intraoperatively, the r3 cup was well fixed and the cause of the malpositioned liner was due to soft tissue interposition.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that per the article, a misaligned acetabular liner was noted on the initial post-operative radiograph so the patient underwent a liner revision 4 days later. X-ray imaging and analysis in the article reflects and supports the complaint, therefore, no further interpretation of said xray(s) is required. Reportedly, intra-op findings revealed ¿the cause of the mispositioned liner was due to soft tissue interposition¿. Without clinically relevant patient-specific supporting documentation, the root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used, size of device or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.